Event description:
The customer initially reported an adhesive issue with an adc device was reported and sensor detached. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced feeling dizziness, sweating, fatigue and a loss of consciousness. The customer reported being able to self-treat with orange juice and no contact with a healthcare professional/third-party was reported for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.